Manufacturer narrative:
A service report is available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A healthcare professional reported that in the first few seconds of the sculpting phase of a cataract surgery the patient experienced a significant phaco burn. The cassette and the phaco handpiece had primed without any issues. A surgical intervention was required because there was a postoperative iris prolapse despite 2.2 mm wound. There were probably reflects, corneal shrinkage and wound distortion secondary to phaco burn. There was corneal endothelial damage and corneal opacity as a result of the thermal burn. Additional information was requested.

Manufacturer narrative:
Evaluation summary: a clinical analyst reviewed this file. The reporter has provided screen shots of systems menu/setting. A company representative reviewed the screen shots and noted: the screen shot shows a torsional lower limit at 15. That will mean 15% power is applied immediately upon engaging footswitch position 3. The vacuum limit of 50mmhg is somewhat low. The phaco power is at ¿zero phaco¿ settings, meaning the phaco power is turned off (for example, longitudinal is off, which is labeled phaco power on the screen); the system (intelligent phaco) ip does not appear to be on. The ip settings provide some longitudinal power at vacuum rise, which is important because the longitudinal energy has been shown to move material through the tip. When the system is delivering torsional only, the propensity for material sticking in the tip is higher. The settings are a surgeon preference according to ability. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. With age, or sometimes due to injury or other cause, the endothelial pump cells start to die. During an ocular examination, an eye doctor may notice guttae, small areas of abnormal material where the endothelial cells have been lost. It is common to see a few guttae in middle-aged and older individuals- up to 70% of people over 40 have them. In some cases, however, the presence of more numerous guttae may signify the onset of a disease known as fuchs¿ dystrophy. This disorder is probably hereditary, though the genetics are not well understood presently. Women tend to be affected more frequently and severely than men. With time, more and more endothelial cells die, leading to more visible guttae. As the endothelial pump function is lost, the cornea is unable to keep out fluid and it begins to swell, a condition known as corneal edema. This edema leads to blurred vision, which becomes worse as the disease progresses. At times the corneal surface can swell and form bullae, or blisters, leading to significant discomfort and foreign-body sensation. Ultimately, scarring of the corneal surface may develop, leading to significant vision loss. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system met specifications at the time of release. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined.